Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. After releasing the instrument, it was not possible to remove it from the tissue. It was necessary to cut the instrument with scissors and a scalpel off. Tissue was over sewed. Surgery time was extended by more than 30 minutes. An extension of the incision about more than 1 inch was necessary to complete the surgery. Blood loss was reported as less than 250cc.